Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was advanced to the annulus without anterior dilation and deployed to 2/3. The pr interval was extended and an atrio-ventricular (av) block was suspected. The placement depth was shallow, so the valve dislodged and was recaptured. Upon second deployment attempt, the hat marker was aligned deeper than the pig tail catheter, and the valve was deployed to 2/3, resulting in an implant depth of 4-5mm on the non-coronary cusp (ncc). The valve was recaptured to aim for a higher placement. After the third deployment attempt, the valve was placed at 3mm on the ncc. The patient¿s av block did not improve, and the patient left the operating room. Pacemaker placement was potentially planned to be performed, depending on patient recovery progress. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0011945518); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating the following details about the procedure: a pre-implant balloon dilatation was not performed at the outset, the valve deployment starting point was bottom of pigtail, the valve dislodged in the aortic direction, the implant depth was 2mm on the ncc and 6mm on the lcc prior to dislodgement, the implant depth was 3mm on the ncc and 5mm on the lcc after dislodgement, and a non-medtronic (safari xs) guidewire was used. Additionally, it was reported that it is unknown if a permanent pacemaker was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating the following details about the procedure: a pre-implant balloon dilatation was not performed at the outset, the valve deployment starting point was bottom of pigtail, first-degree av block was observed, the valve dislodged in the aortic direction, the implant depth was 2mm on the ncc and 6mm on the lcc prior to dislodgement, the implant depth was 3mm on the ncc and 5mm on the lcc after dislodgement, and a non-medtronic (safari xs) guidewire was used. Additionally, it was reported that it is unknown if a permanent pacemaker was implanted.

Manufacturer narrative:
Corrected information: section b5 - added the "first-degree av block was observed" detail about the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Corrected: h11 - this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx valve, product ID: evolutfx-26, serial: (B)(6), use by date: 2025-08-20, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was advanced to the annulus without anterior dilation and deployed to 2/3. The pr interval was extended and an atrio-ventricular (av) block was suspected. The placement depth was shallow, so the valve dislodged and was recaptured. Upon second deployment attempt, the hat marker was aligned deeper than the pig tail catheter, and the valve was deployed to 2/3, resulting in an implant depth of 4-5mm on the non-coronary cusp (ncc). The valve was recaptured to aim for a higher placement. After the third deployment attempt, the valve was placed at 3mm on the ncc. The patient¿s av block did not improve, and the patient left the operating room. Pacemaker placement was potentially planned to be performed, depending on patient recovery progress. No adverse patient effects were reported. Additional information was received indicating the following details about the procedure: a pre-implant balloon dilatation was not performed at the outset, the valve deployment starting point was bottom of pigtail, first-degree av block was observed, the valve dislodged in the aortic direction, the implant depth was 2mm on the ncc and 6mm on the lcc prior to dislodgement, the implant depth was 3mm on the ncc and 5mm on the lcc after dislodgement, and a non-medtronic (safari xs) guidewire was used. Additionally, it was reported that it is unknown if a permanent pacemaker was implanted. Additional information was received that approximately one day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted.